Manufacturer narrative:
The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. In addition, the field service checked the handpiece and found no issues. All modes of operation and calibrations were verified. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. The surgeon reported that the pre-op exam revealed the patient had light perception/hand motion. At a one week post op exam, the patient¿s visual acuity was 20/70. The corneal burn required a suture to close the wound as it was not closing.